Event description:
Note: this report pertains to the first of four complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-04323, 3005099803-2010-04321 and 3005099803-2010-04324 for the other associated device information. It was reported to boston scientific corporation that four resolution clip devices were used during an esophagogastroduodenoscopy (egd), for a bleeding ulcer, performed on (B)(6), 2010. According to the complainant, during the procedure, in all four instances, they positioned the clips within the stomach and attached the clips to the tissue however; each clip opened back up and fell inside the patient. It was reported that all four clips were retrieved with a roth net. The case was completed with another resolution clip device. It is unknown if the bleed was exacerbated by the delay. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.